Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips scissored on the tissue when securing the duct on the first firing. Another device was used to complete the case with no pt consequence.